Event description:
New information was received that high out of range shocking impedances of greater than 125 ohms has been seen again for this lead.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this device system exhibited high out of range shocking impedances of greater than 125 ohms. The patient was seen in clinic, where they observed some slight noise when pushing or pulling the lead, but no loss of therapy. The patient was seen for a subsequent appointment and all numbers were within a normal range and the patient was fine. The physician elected to monitor the patient for now. To date, there has been no adverse patient effects reported.